Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse performed a vacuum adjustment and replaced the thermoelectric device (ted). The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated prostate specific antigen (psa) patient result was obtained on an atellica im 1600 instrument. The initial result was reported to the physician(s) and was questioned. A new sample was drawn and repeated on an alternate atellica im 1600 instrument. The repeat result was reported, as the correct result, to the physician(s). Patient had an emergency tep choline scan appointment scheduled due to the initial result. There are no other reports of patient intervention or adverse health consequences due to the falsely elevated prostate specific antigen (psa) patient result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00234 on 11nov2021. Additional information (14dec2021): a siemens customer service specialist (css) further reviewed the information provided. The event could not be reproduced and there were no other similar event noted by the customer. This was considered an isolated case and siemens could not rule out preanalytic factors or sample handling as a possible cause. Preanalytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated prostate specific antigen (psa) patient result was obtained on an atellica im 1600 instrument. The initial result was reported to the physician(s) and was questioned. A new sample was drawn and repeated on an alternate atellica im 1600 instrument. The repeat result was reported, as the correct result, to the physician(s). Patient had an emergency tep choline scan appointment scheduled due to the initial result. There are no other reports of patient intervention or adverse health consequences due to the falsely elevated prostate specific antigen (psa) patient result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse performed a vacuum adjustment and replaced the thermoelectric device (ted). The instrument is performing according to specifications. No further evaluation of this device is required.